Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and not usable. Follow up yielded no further information. No patient complications have been reported as a result of this event.